Event description:
It was reported that there was an over infusion of dinutuximab. The dinutuximab was intended to infuse at a rate of 10ml/hour with a total volume to be infused of 100ml. However, approximately 80ml of medication was found to have infused within 15-20 minutes. Following the event the patient experienced temporary hypotension.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of an over infusion of dinutuximab was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v9), it states within warnings and cautions of the loading instructions: o do not touch the administration set while closing the door. O ensure tubing placement is over pressure sensors. O ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. O to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. O the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Root cause: the root cause for the complaint of over infusion of dinutuximab was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of dinutuximab. The dinutuximab was intended to infuse at a rate of 10ml/hour with a total volume to be infused of 100ml. However, approximately 80ml of medication was found to have infused within 15-20 minutes. Following the event the patient experienced temporary hypotension.